Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the final supply line disconnected directly from the point of connection into the final supply bag while the patient was sleeping. The technical service representative assisted the patient to ended therapy. The patient was put on antibiotics as a precaution. There was no patient injury or medical intervention associated with this event. No additional information is available.